Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05157. It was reported the patient's leads were explanted and replaced due to ineffective stimulation by way of lead migration. The doctor also electively explanted and replaced the patient's anchors. Effective therapy was restored post-op. Both leads are being reported for lead migration due to it being unknown which lead was liable.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.